Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Follow-up for additional information is not possible as no contact information was provided with the event report. (B)(4).

Event description:
Medwatch mw5098831 was received and indicated a coronary viperwire fracture occurred in the right coronary artery.